Event description:
In 2007, the lay user/patient contacted lifescan alleging that her one touch ultra meter had missing segments. The senior medical affairs specialist listened to the recorded call and spoke with the pt one months later, to obtain/verify info. The diabetes pt was admitted to the hosp for two days in 2007, for hypertension. Although the pt claimed that she is insulin resistant and suffers from kidney issues when administered insulin, she received insulin therapy during her hospitalization for hypertension. She was released from the hosp with a higher dose of blood pressure medication. The pt arrived home and began testing once daily as advised by her physician. She realized that she was obtaining noticeably low blood glucose readings, as her results had been higher in the hosp. As a result of the reported meter readings, the pt quit taking her oral medication, consisting of (1) 5 mg. Glyburide tablet in the morning and (2) 500 mg. Metformin tablets daily. Within 2 weeks later, the pt developed symptoms of feeling weird, tired, dazed, confused, and tending to sleep a lot. The pt decided to compare the reported meter readings to her sister's one touch ultra meter readings as a result of a correspondence from lifescan, which she could not comprehend. One of the first results obtained on the pt's sisters one touch ultra meter was a result of 250 mg/dl, while experiencing the reported symptoms. The pt then realized that her blood glucose levels had been elevated throughout the time of experiencing symtpoms. Due to the elevated reading, the pt started taking her medication and began obtaining results in the 100 mg/ range (i.e. 129 mg/dl). The pt also discovered that her meter had missing segments. While the meter was prompting results of 53 mg/dl, she believed that the results may have been 153 mg/dl or 253 mg/dl. The pt stopped using the reported meter immediately. The customer care advocate verified that the interface cable was not attached. The pt confirmed that the meter was 3 to 4 yrs old. The meter, test strips and control soution were replaced. This complaint is being reported due to the following conclusion: the pt alleged she experienced hyperglycemia due to stopping her diabetes oral medication regimen as a result of the perceived low meter readings.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.